Event description:
The user facility reported that the radifocus introducer ll h 6fr (involved product) and a temporary catheter 5fr were used in emergency pci. When the procedure was performed as usual, the sheath valve was broken, and air was mixed in from there. The air was embolized, and the patient's blood pressure was not increased and was decreased. It was immediately intubated and continued the procedure without any problems. After that, the sheath was changed to a new one and they completed the procedure safely and successfully. The patient condition was stable. Air was mixed into the patient's body, and the patient was harmed although it was not serious injury.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). PMA/510(k)- k062858, k082644. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Additional information has been provided in sections a, b5, and d10. A2: age- 70's h6: investigation findings - 213 is based upon the investigation of the returned unused sample; 3221 is based upon no return of the actual sample. H6 - investigation conclusion - 67 is based upon the investigation of the returned unused sample; 43115 is based upon no return of the actual sample. The sample upon receipt was one product of the involved product code/lot#. Visual inspection found that the peel pack was opened. Since the actual sample was not returned, the investigation of it was unable to be performed. Magnifying inspection of the sheath did not find any anomaly including a flaw. Magnifying inspection of the side tube did not find any anomaly including a flaw. Magnifying inspection of the valve did not find any anomaly including a flaw. Simulation test: from the reported issue, the following simulation test was performed assuming that when injecting medicine from the side tube, the combined device twisted due to the patient's body movement, etc., creating a gap in the valve, and air was mixed in. Water was injected from the side tube using a syringe with the combined device (5fr guiding catheter) inserted into the sheath and tilted to create a gap in the valve. As a result, water could be injected without pushing the syringe back, and no air was found in the sheath. IFU states: this kit must be used by a trained physician under fluoroscopy. Since the condition of actual product could not be confirmed, and no anomaly was found in the product of the involved product code/lot#, the cause of occurrence could not be clarified. In the simulation test, even when water was injected from the side tube with a gap in the valve, no air was mixed in. Therefore, the phenomenon in the reported issue could not be simulated. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on december 23, 2021. Attempted to inject medicine but it could not be entered. Then, since air was mixed in, it was pushed back. Final patient impact was death (air mixing was not the cause of death).